Event description:
It was reported that after insertion, while injecting blood through distal lumen, blood came out from medial lumen. Physician used three packages all with same reported problem. Hospital is keeping two samples for an internal investigation and therefore, only one will be returned. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.